Manufacturer narrative:
Patient information was unavailable from the site representative reporting. Initial reporter could not provide the name of the operating room (or) nurse that relayed the information to medtronic navigation, inc. This concern was reported to medtronic navigation, inc. Six days following the event. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. System was reported to have been used in another procedure without issue. No parts have been returned to manufacturer for analysis.

Event description:
A site representative, surgery or department, reported being notified by an operating room (or) nurse that while in an ear, nose & throat (ent) procedure, the navigation system was not tracking the tracer probe and became unresponsive on the registration screen. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.